Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18995. It was reported the patient developed a keloid at the insertion site of t12. Surgical intervention took place wherein the system was explanted to resolve the issue.